Event description:
It was reported that the right atrial (ra) lead had intermittent far field r-wave (ffrw) oversensing as well as occasional undersensing. Features were programmed to address the ffrw oversensing and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).